Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory also indicated the impedance trend of the right ventricular defibrillation coil was variable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead is receiving multiple high rv coil impedance alerts for high/undefined rv coil impedance. Impedance variations for pacing impedance and rv coil impedance were also noted. Since the generator was changed out five months ago chest x-rays were taken. The x-rays did not show any indication of partial lead insertion nor any obvious lead fracture. There were some slightly abnormal aspects of the lead conductors as they entered the clavicular-first-rib space and in the lead coils where they overlapped. There was also a moderately sharp take-off of the coils as they left the header block. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no programming changes were made for the right ventricular (rv) lead. However, the patient is scheduled this month for a new lead.